Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name stealthstation; product ID 9735737 (lot: 2.1.0); product type: 2543-mnav - system medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged inaccuracy during a cranial tumor resection case. The surgeon was allegedly able to get only an approximately 4.6 mm registration metric, and when they started navigating using their microscope, they had issues with accuracy. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was provided. A medtronic representative (rep) was on site during call. He was trying to complete a registration on his demo head, but was also getting a poor registration metric. Technical services (ts) found out this was because the incorrect scans were downloaded; was using demo lee instead of head model 3, once the change was made, registration and navigation were accurate. The rep was also getting a warning message stating "restart required. The stealthstation video setting has been updated to match the selected microscope. Please restart the system to use the microscope." The rep tried restarting, but message came back up. Ts had the rep log into stealthadmin and check the microscope settings in selftest; all looked normal. When he went back into the clinical application the message no longer appeared. The alleged inaccuracy was likely caused by human/workflow error, or poor scan.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name stealthstation; product ID 9735737 (lot: 2.1.0); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) this software analysis was for the inaccuracy. The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. It was observed there were 3 sessions. From the logs observed user had tried multiple times to get the registration metric. There was high registration metric (18 millimeters (mm), 12mm, 9mm etc) observed from the logs. Reviewed the archive there was computed tomography (CT) and magnetic resonance (mr) images and registration metric of 3.6 mm. Few points on the forehead were deeper into the skin. More points can be collected by touching lighter on the skin for better accuracy. Codes: b01, c19, d15 h2-3) this software analysis was for the system restart warning. The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case and logs were reviewed. From the second session there was a shutdown and there were no warnings that captured the cause of the shutdown. From the third session logs there were no warnings also and user had encountered. When user changed the mode of microscope restart warning message would pop up. User had changed from analog to digital mode of microscope at the time of second shutdown and digital to analog at the time of third shutdown. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.